Event description:
It was reported that the agility 10 soft guidewire (614179) didn't advance through the excelsior sl 10 (mc) microcatheter. The agility was removed from the patient, and another agility guidewire was used with the same sl 10 mc. The agility was not re-shaped, and during insertion of the agility guidewire and all times, a constant and dedicated saline source was utilized. It was reported that after removal from the patient, no other damages were noticed on the guidewire (distal tip-kink, bend, unraveled, stretched, fracture, separated, etc, or shaft-kink, bend, fracture, separated, etc). Analysis of the returned device found the he coating scraped 57cm from distal tip.

Manufacturer narrative:
Per (B)(4): the part was evaluated visually using a microscope at 30x magnification. At one point on the coating a scrape 57cm from the tip was observed. The sample was evaluated for diameter. The part was placed within the anvils of a bench micrometer set a .0099" go gauge. The part was rotated and pulled through the micrometer anvils over the entire length without any friction being felt. The guidewire met the specification of 0.0100¿. The lot number is not known; therefore, a device history record review cannot be completed. The cause of the reported inability to insert the guidewire through the microcatheter could not be determined. The entire length of the guidewire met the diameter specification with no resistance with testing. The event experienced by the customer during procedure could not be conclusively determined. Per the manufacturer's analysis, the scrape in the coating is not indicative of a manufacturing defect, but looks like what can occur during a procedure as the guide wire interacts with introducers, y-connectors and microcatheters. The diameter of the wire met specification and there is no indication of any device manufacturing issues related the reported event or to the appearance of the returned device. Therefore, no corrective actions will be taken at this time.